Manufacturer narrative:
D4/h4): the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
A2): patient's date of birth unk. A3b.): patient's gender unk. A4): patient's weight unk. A5): patient's ethnicity unk. A6): patient's race unk. B7): other relevant history unk. D4): device lot number, expiration date, UDI unk. H3): the device was discarded, thus no device evaluation could be completed. H4): device manufacture date unk because lot number unk. H6): great vessel perforation is a known risk of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced, from a right sided approach, to remove a right atrial (ra) and a right ventricular (rv) lead due to non function. A spectranetics lld ez lead locking device (lld ez) was inserted into the ra lead, along with arthrex fiberwire suture, to provide traction. An lld ez was inserted into the rv lead; however, due to the sharp angle of the vasculature, the lld ez was only able to advance to the innominate/superior vena cava (svc) junction, and was removed. Next, a cook medical liberator locking stylet was inserted into the rv lead, but could not advance past the innominate/svc area either; therefore, a cook medical bulldog lead extender was used to provide traction to the rv lead. Beginning with a spectranetics 14f glidelight laser sheath on the ra lead, progress stalled at the innominate/svc junction. Next, a spectranetics 11f tightrail rotating dilator sheath was used to attempt further advancement, but stalled at the same location. CT imaging revealed that the ra lead was positioned laterally and was twisted around the rv lead in the svc/ra junction, with the ra lead tip in the lateral portion of the ra. However, the rv lead took a direct path to the rv apex. Due to results of the imaging and an inadequate traction platform for the rv lead, a cook medical 13 mm needle's eye snare was implemented from a femoral approach to provide additional traction. Upsizing to a 16f glidelight, progress stalled at the innominate/svc junction. Switching to a 13f tightrail, advancement was made past the binding site, but the patient's blood pressure dropped. An effusion was detected with use of an intracardiac echocardiography (ice) catheter. Rescue efforts began immediately, including pericardiocentesis, sternotomy, and bypass. A 2 cm anterior svc perforation was discovered and repaired. The decision was made to abandon the lead extraction. The bulldog was removed from the rv lead, and the lead was cut and capped. Attempts were made to unlock the lld ez from the ra lead but were unsuccessful, so the ra lead/lld were cut and capped and remained in the patient (MDR #3007284006-2024-00133). The patient survived the procedure. This report captures the 13f tightrail, the last device in use in the area when the perforation occurred, requiring intervention. There was no alleged malfunction of the tightrail device in the procedure.